Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient had to be hospitalized due to blood glucose (bg) reading at 355 mg/dl, with ketones present, after wearing the pod between 6 and 8 hours on the arm. There were two correction boluses (exact amount was not provided) but not able to lower the patient's bg levels. At the hospital, she was placed on intravenous therapy. They were able to lower the patient's bg from 95 to 110 mg/dl.

Manufacturer narrative:
The returned device was evaluated and found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels. The product was returned with a different sequence number than was reported and noted on the initial MDR. Correction: sequence number changed from (B)(4) to (B)(4). Unique identifier (UDI) changed from (B)(4) to (B)(4).